Event description:
The subject device was uneventfully placed from the right posterior cerebral artery (pca) to the middle basilar artery (ba) to treat a wide neck unruptured basilar tip aneurysm. Immediately after the stent deployment, angiography showed no flow into the right pca due to the pca thrombosis. Intra-arterial medication (not specified) was given to the patient in an attempt to open the vessel but was not successful. However, there was decent collateral flow from the posterior communication artery (pcom); so the coil embolization was aborted and the procedure was stopped. Imaging showed a vertebral artery dissection as well related most likely to the procedure but not to the implanted stent. Antiplatelet medication was stopped. Initially, it looks like the event was resolved; however, four hours post procedure a subarachnoid hemorrhage at the neck of the aneurysm due to the aneurysm rupture was noted. Sah resulted in a stroke. An external ventricular drain (evd) was placed to reduce intracranial pressure. Coil embolization of the ruptured aneurysm was performed to occlude the aneurysm neck. Integrilin was given to the patient to keep the superior cerebellar artery (sca) open. Currently, the patient is still experiencing "significant" vasospasm.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The device remains implanted and was not available for analysis. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Aneurysm rupture, thrombosis, vessel dissection,vessel vasospasm, hemorrhage and stroke are known and anticipated complications to these types of procedures and are noted in the labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.

Event description:
The subject device was uneventfully placed from the right posterior cerebral artery (pca) to the middle basilar artery (ba) to treat a wide neck unruptured basilar tip aneurysm. Immediately after the stent deployment, angiography showed no flow into the right pca due to the pca thrombosis. Intra-arterial medication (not specified) was given to the patient in an attempt to open the vessel but was not successful. However, there was decent collateral flow from the posterior communication artery (pcom); so the coil embolization was aborted and the procedure was stopped. Imaging showed a vertebral artery dissection as well related most likely to the procedure but not to the implanted stent. Antiplatelet medication was stopped. Initially, it looks like the event was resolved; however, four hours post procedure a subarachnoid hemorrhage at the neck of the aneurysm due to the aneurysm rupture was noted. Sah resulted in a stroke. An external ventricular drain (evd) was placed to reduce intracranial pressure. Coil embolization of the ruptured aneurysm was performed to occlude the aneurysm neck. Integrilin was given to the patient to keep the superior cerebellar artery (sca) open. Currently, the patient is still experiencing "significant" vasospasm.

Manufacturer narrative:
The device remains implanted.